Event description:
Lead explanted due to dislodgement. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that lead was found damaged due to wear between the ring electrode and steroid collar. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The reported dislodgement was probably caused by constant friction against another implantable device such as a nearby lead. However, diagnostic images clarifying this assumption were not available. Further analysis showed a deformed outer conductor coil 16 cm distal to the is-1 connector pin, which most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.